Event description:
It was reported an implant fractured at tooth site #46 from bridge between 44-46. Implant was completely removed.

Manufacturer narrative:
Zimvie complaint number (B)(4). Implant fractured at #44 represented by (B)(4). A1: patient identifier unknown / not provided. A4: patient weight unknown / not provided. B3: date of event unknown / not provided. D1: brand name unknown / not provided. D4: additional device information unknown / not provided. D6: d6a. If implanted, unknown. D6b. If explanted, unknown. D9: device availability unknown / not provided. D10. Concomitant medical products unknown zimmer implant, unknown lot number. G4: premarket identification unknown / not provided. H4: device manufacturer date unknown / not provided. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.